Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode as might be caused by an external mechanical impact appears likely. However to determine an exact root cause a device investigation of the explanted device is necessary. Additionally, a partial electrode array insertion was observed at implantation most likely due to device unrelated medical reasons. Re-implantation is considered but no date has been scheduled yet.

Event description:
The user came in for a fitting session to upgrade the audio processor. The user reported that there was no auditory sensation when the device was stimulated. Re-implantation is considered, but no date has been scheduled yet.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user came in for a fitting session to upgrade the audio processor. The user reported that there was no audiotory sensation when the device was stimulated. The fitting/ upgrade could not be carried out. There is no report of any accident or trauma. Based on further testing results, reimplantation might be suggested.